Event description:
It was reported that the right atrial lead exhibited high pacing thresholds, low amplitude and loss of capture. Further evaluation of the lead was discussed. This lead remains in service. No further adverse patient effects were reported.